Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer has not requested getinge to evaluate the iabp in connection with this event. However, the customer has advised that even though the battery menu said there were 99 cycles left on the batteries they would not run more than 15 min. The customer replaced the batteries and returned the unit to service. Device not returned to manufacturer.

Event description:
It was reported that while in service training the cardiosave intra-aortic balloon pump (iabp) shut down. The customer stated that the battery indicator showed there was sufficient battery charge. The customer also stated that they then have charged the battery but it seemed to have charge rather quickly. The customer was advised to run the battery run time test to ensure the batteries pass the 135 mins. The customer was unsure on how to get into the service mode and as well as running the battery run time test and was advised to have someone properly trained run the battery test or have service dispatched to take a look at the unit. The customer declined service and disconnected from the call. There was no patient involvement and no adverse event was reported.